Event description:
Related manufacturer reference number: 2017865-2019-13457. It was reported that patient presented for routine device change. During the pre-operative check, fluoroscopy revealed externalized conductors on the right ventricular lead. All electrical measurements were stable. While explanting the lead, the right atrial lead dislodged. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Final analysis found that as received, a complete lead was returned in two pieces measuring 11.0cm and 48.5cm, respectively. Visual examination noted an internal insulation abrasion was found at 8.0 ¿ 12.7 cm from the distal tip breaching all the lumens. The ptfe liner and the re cables were found to be damaged in this region consistent with procedural damage. Another internal insulation abrasion was found at 13.7 ¿ 14.2 cm from the distal tip breaching the rv lumen. The etfe cable coating and the inner coil lumen were intact in this location. The reported event of insulation abrasion was confirmed. The cause of the reported event was isolated to the insulation abrasion between the shock coils.